Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached a pod coil in the target vessel using a non-penumbra microcatheter. The physician then experienced resistance and was only able to partially advance a podj out of the tip of the microcatheter before it became stuck. Therefore, the physician attempted to retract the podj. However, upon retraction the physician experienced resistance and the podj unintentionally detached. The physician then removed the microcatheter with the detached podj inside and completed the procedure using the same microcatheter and a ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Additional information provided on (B)(6) 2018 indicated that the device was no longer available for return; therefore, the report was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.